Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. There was evidence of physical damage and tampering observed by the technician. The device's machine flow sensor, blower motor, and 3 way solenoid valve were replaced to address the issues. There was evidence of contamination.